Event description:
It was reported the patient fell on (B)(6) 2012 or (B)(6) 2012 and "pulled one of the wires loose." In (B)(6) 2012, the patient had the leads and implantable neurostimulator (ins) replaced.

Manufacturer narrative:
Product ID: 3888-56, lot# v543664, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v541579, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Follow up information received from the healthcare professional (hcp) noted that the patient met with the manufacturer¿s representative at the clinic on (B)(6) 2012 where it was confirmed the fall occurred over memorial day weekend. It was reported that the implantable neurostimulator (ins) had not worked since. Evaluation showed that the lead was fractured by the fall. The patient was on medication (norco 10/325 10/day) which was not helping their pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient experienced a "lead break in (B)(6) 2012". It was further stated the patient's physician "put a new unit in to resolve" the lead break issue.

Manufacturer narrative:
(B)(4).